Event description:
The patient reportedly experienced sound quality issues with his device, which was temporarily resolved with the exchange of external equipment. However, the patient still experiences reoccurrences of the sound quality issues. Surgery to explant the patient's device was scheduled.